Manufacturer narrative:
It was reported that the patient was unresponsive. The cause or symptoms of the unresponsiveness were not provided.

Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump had a red screen and experienced a system fault alarm. The nurses narrowed it down to the continuous delivery mode, and determined it occurred when the re-chargeable pump battery goes under 50%. The patient was unresponsive at the time of the fault. The current status of the patient is unknown. The patient had to visit the hospital as a result of the event.

Event description:
The patient was being administered total parenteral nutrition (tpn). The patient's blood sugar was stabilized in a hospital setting.

Manufacturer narrative:
One used cadd®-solis vip ambulatory infusion pump was received for investigation. A visual inspection revealed no physical damage on the pump. There was no evidence of an alarming system fault occurring on the reported date of the event in the event history log. The reported problem was not verified during testing. No constant system fault alarms was activated when priming or infusing the pump. The pump passed all occlusion tests. As the complaint could not be confirmed, no root cause could be determined.